Event description:
Procedure type: lap inguinal hernia repair. According to the reporter: surgeon performing a lap inguinal hernia repair on male patient, noted once he inserted the 5mm instruments down a pediport that a piece of the seal had broken off and was found in patient. It was successfully retrieved and the sample was not returned. The surgeon changed the trocar to continue procedure. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 11/10/2008.